Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant corporation to report that this ICD displayed an elective replacement indicator (eri). There is a concern from the patient that the battery did not last as long as expected. The patient has requested unreimbursed medical assistance.